Event description:
It is reported that the pt was revised due to the rod fracturing.

Manufacturer narrative:
Info was received via medwatch (B)(4). Eval summary - movement of the bones is very important to stimulate bone growth. If the pt placed no loading on her leg for 6 months, rate of fracture healing could be greatly reduced. There is not enough info to determine the cause of the alleged failure. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.